Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that the drill bits broke. During the insertion of the drill bit through the wires, two drill bits were broken. The broken drill bits were left in patients bone. The rest of the damaged drill bits were disposed of at the hospital, hence, these items are not available for investigation. No further information was provided. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as the device was not returned and no lot number was provided. Placeholder.